Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Second and third firing. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? The two ejected clips. Was the device fired after this incident in or out of the patient? Inside the patient. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips did not form properly on the cystic duct. The appearance of the clips was pear-shaped. The clips were able to wrap around the tissue, but the apex was not formed; opened. The legs of the clips did join. The pear-shape was not as pronounced; it was tighter than the typical pear-shape. Just before the malformed clips were deployed, the device ejected two clips while the device was in the patient; the handles were open at this time. The ejected clips were removed from the patient. The malformed clips stayed in place, the surgeon attempted to remove them from the cystic duct, but the clips would not release. The surgeon continued to use the device to complete the procedure. No patient consequences were reported.